Event description:
Same case as MFR report #: 3005099803-2008-01154, -01155, -01156 and -01157. It was reported that while preparing for a biliary stenting treatment procedure stent deformities were noticed. Two 10 x 15 cm, two 10 x 10 cm and one 10 x 7 cm rx biliary stents had been selected to treat an unspecified stricture in the common bile duct. During unpacking, the physician noticed that all the stents appeared "not round shaped at the proximal end" and "is almost not tapered". The stents did "not fit well on the inner guide catheter". Due to anticipated difficulties in advancing the devices to the target lesion, the physician chose to complete the procedure with an unspecified type of non-bsc plastic stent "on the bsc catheter". The procedure was successfully completed. There were not pt complications reported. The pt's current condition is unk.